Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/04/201006/07/2010, 06/22/2010 and 06/24/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "poor near vision (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with poor near vision following intraocular lens (iol) implant surgery. The surgeon reported, the pt has tight, droopy eye lids and has 7 diopter's of corneal cylinder if the lid is not lifted for measurement. Additional info has been requested.